Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products and mdrs: unknown-tibial tray unknown lot#, MDR- 0001822565-2020-04218.

Event description:
It was reported that patient underwent left total knee arthroplasty. Subsequently, patient has experienced pain, swelling and itching. Suggested allergy testing indicates patient is highly reactive to nickel and mildly reactive to zirconium and cobalt.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: b4, b5, d4, g4, g7, h1, h2, h3, h6, h10 *check UDI, & d10*. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: allergy testing indicates patient is highly reactive to nickel and mildly reactive to zirconium and cobalt. The event is confirmed. Root cause for the femoral implant is related to patient condition. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Event description:
No further event information available at the time of this report.